Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 14 with ios operating system version 26.3.1. The customer received a "sensor ended" message and was unable to obtain glucose readings. As a result, the customer became hypoglycemic and self-treated with sandwich, one black coffee and one steamed bun. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.